Event description:
It was reported that during the procedure in the heavily calcified distal right coronary artery, a 2.25 x 12 mm xience nano rx stent system was advanced into the patient anatomy. Resistance was felt and the stent system was unable to advance to the target lesion. The stent system was removed with resistance due to the calcification. A 2.25 x 8 mm xience nano stent system was advanced into the patient anatomy. Resistance was felt; however, the stent system was able to cross to the target lesion and the stent was deployed. The stent length was not long enough to cover the target lesion and a 2.25 x 12 mm xience nano stent system was advanced into the patient anatomy. Resistance was felt and the physician applied some force; however, the stent system was unable to advance to the target lesion and was withdrawn with some resistance due to the calcification. The patient then went into cardiac arrest due to an occlusion in the right coronary artery. Shock was administered, as well as medications. At this point, it was discovered that the 2.25 x 12 mm xience nano stent had become dislodged in the patient anatomy and had lodged in the ostium of the right coronary artery. The physician then advanced a 2.25 x 8 mm xience nano stent into the anatomy and the stent was deployed, successfully embedding the dislodged stent against the vessel wall, restoring blood flow. A 2.5 x 12 mm xience stent system was advanced into the patient anatomy. Resistance was felt and the stent became loose on the stent system, but did not become dislodged. The device was removed with resistance from the patient anatomy. At this point, the physician ended the procedure. There was a clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient remained hospitalized and was discharged to home in stable condition approximately 1 week after the procedure. No additional information was provided. Concomitant device: stent: 2.25x8mm xience nano. (B)(4) - against resistance. The 2.25x12mm xience nano and the 2.5x12mm xience v are being filed under separate medwatch MFR numbers. Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the balloon and on the shaft, consistent with the sds advanced into the patient anatomy. The stent implant was dislodged and was not returned, confirming the reported dislodgment. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It was reported the sds was advanced as resistance was encountered and force was applied, which may have contributed to the damaging of the stent. It should be noted the xience nano instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the stent interacted with the heavily calcified lesion during retraction, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging. The dislodged stent was embedded into the vessel wall by another stent. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. It was reported that after the stent dislodged, the patient went into cardiac arrest due to the stent occluding the lesion. Shock was administered as well as medication, causing a delay in the procedure. Occlusions are known adverse events as listed in the xience nano IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.